Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq3402 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported blunt tip introducer, causing damage to the new born's skin and a lot of bleeding. Poor radiopaque leading to poor visualization of the x-ray, requiring the use of contrast. It does not have a safety margin, which causes poor catheter fixation. The data were pointed out informing the lot below, but the unit claims to have constant difficulty with the referred model.